Event description:
It was reported that the right ventricular (rv) lead exhibited decreasing impedances. The lead was capped and replaced. During the replacement procedure, the physician encountered difficulty placing the new lead due to the patient's anatomy, and after a time, the lead helix became very difficult ot extend and retract. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant, including stretching.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4058m, implantable pacing lead: (B)(6) 1995. (B)(4).